Event description:
The consumer stated the unit is shutting down. He states that he does not see any alarms. The consumer has other means of o2. No injury or property damage.

Event description:
The consumer stated the unit is shutting down. He states that he does not see any alarms. The consumer has other means of o2. No injury or property damage.

Manufacturer narrative:
Device was returned for evaluation. Failure modes: manifold 1152813 hose leaking, manifold (B)(4) hose leaking, sieve bed xpopour saturated alarm malfunction not addressed in evaluation.

Manufacturer narrative:
An update will be provided if more information is obtained.